Manufacturer narrative:
The large hem-o-lok clip applier was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was found to have a derailed grip cable from its normal position at the proximal end from the clamping pulley. Root cause is attributed to loss of cable tension and over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a clip application failure and engagement issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no issue with instrument engagement to the system. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). No unsuccessful clip application reported, however the clip opened after closure of the clip. Hem-o-locks were used for the procedure. It was noted that the vessel or tissue bundle was not greater than the specified diameter suggested (10 mm for medium-large clip applier, 13 mm for large clip applier). Issue occurred on the 3rd application. No photos and/or videos of this event available for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.